Event description:
According to the additional information received, the iol was exchanged with a different model and diopter company lens. The patient had history of mild pellucid marginal degeneration and epiretinal membrane (erm). The patient's issues were resolved after iol exchange.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (3.00cyl), 25.5 diopter lens was replaced with a company (2.25cyl), 26.5 diopter lens due to a reported decentered pciol. The account indicated the product was not available to evaluate. The difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had pre-existing "mild pellucid marginal degeneration and epiretinal membrane (erm). No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following intraocular lens (iol) implantation, the patient had blurred and distorted vision. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was decentered posterior chamber intraocular lens (pciol).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).